Manufacturer narrative:
Ge healthcare recommended replacement of the ez change valve assembly. The customer contact reports there is no patient information available.

Event description:
The hospital reported that, during a case, higher than expected level of carbon dioxide was noted. There was no reported patient injury.